Manufacturer narrative:
Updated information can be found in g1. H10: no product sample was returned and no photographs or videos were provided for investigation. Therefore a comprehensive failure investigation was unable to be performed and a probable cause cannot be identified based on the information provided. The DHR lot number review did not identify any non conformances that would have contributed to the reported complaint.

Manufacturer narrative:
The device is expected to return to the manufacturer; it has not been received.

Event description:
The date of the event is unknown. The product involved is an ICU medical chemoclave universal vented vial spike. It was reported that at the time of the insertion of the spike, drops from a leakage are found inside the vial containing an anticancer drug.